Event description:
Information was received from a patient regarding an external device. The patient reported that a couple of weeks ago or maybe 3 weeks ago they went to get a MRI, but the patient programmer would not power on. Pt said that they put new batteries in the programmer, however the programmer still would not power on. As a result, the patient had to cancel the MRI. Pt said that the programmer battery compartment was rusted. The caller did not have the programmer with them at the time of the call, so agent was unable to obtain the serial number. Agent advised the patient to call back once they have access to the programmer to provide the serial number for replacement. Patient called back with programmer serial number (see secure note). Agent emailed repair for replacement programmer. Patient called back and repeated previously documented information. Patient mentioned they received their replacement patient programmer and the patient programmer is not connecting to their implant. Patient mentioned they were not sure if someone needs to take a look at it. Patient saw the screen replace patient programmer batteries and agent instructed patient to replace aaa batteries on the patient programmer. Patient noted patient programmer was not connecting to their implant when they select the sync button. Agent asked clarifying question and patient mentioned the last time they charged their implant was a year ago. Patient stated their implant has been hurting them and they were getting a sharp pain. Patient mentioned if they sit on it wrong it hurts them. Agent reviewed role of mdt rep and provided nas number. Patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97740 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: 97740 (serial: (B)(6); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [programmer 97740 MRI cs], model [97740], s/n [(B)(6)], revealed replaced telemetry board due to corrosion on board. Programmer passed all bench and final tests ok. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.